Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in the burn unit. The physician reported that the guide wire became kinked. The product was successfully inserted after several attempts. There was no delay in treatment and no patient death or complications reported.